Manufacturer narrative:
Investigation conclusion: customer's complaint of discrepant low was not replicated with in-house testing of retain lot w60683. No issues with tni recovery observed. Reviewed the batch record for lot w60683. Lot met all final release specifications. Triage troponin I is not claimed to correlate with vidas. No product deficiency was established.

Event description:
Report received of a false negative for triage troponin. . On 02jun2016 - customer reported a false negative for troponin while using traige cardiac panel. Reportedly the patient was admitted on (B)(6) 2016 for chest pains @ 08:20. Sample collected @ 08:30 . Tni = 0.18 (meter normal ranges = 0.0 - 0.40). Myo = 251 (meter normal ranges = 0.0 - 107). Ckmb=8.4 (meter normal ranges = 0.0 - 4.3). Clinician doubted neg result for the tnp so sent sample to lab (vidas) = pos @ 0.2. Customer noted that the ambulance triage normal ranges set to 0.00 - 0.15 while a&e triage set to 0.00 - 0.40. No adverse events reported related to the triage result.